Event description:
It was reported to boston scientific corporation that a stone retrieval grasping forcep was used for an unk procedure performed on (B)(6) 2009. According to the complainant, the grasping forcep was unable to close because "the sheet was broken at the tip of the device." The device functioned before insertion into the pt, and no stone was grasped. The physician was able to remove the basket from the urethra and successfully completed the procedure with another stone retrieval grasping forcep. Additional clarification on how the tip was "broken" is unavailable. There were no pt complications reported as a result of this event. No pt injuries were observed.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for eval. At this time, we are unable to determined the relationship between the device and the cause for this event. If there is any further relevant info received a supplemental medwatch report will be filed. (B)(4).